Event description:
We were informed of a case of hypoglycemia at 25 mg/dl reported by a (B)(6) year old female patient with bgstar device using lantus 4 months ago. She compared her glycemia with another meter (accu-chek) and there was a difference of 50 mg/dl between the measurements of the bgstar and the accu-chek. Because of those results, the patient adjusted her glycemia with lantus when it was necessary. The patient has lost confidence in her bgstar and she stopped bgstar and insulin after diabetologist advice and is currently treated with janumet and diamicron.

Manufacturer narrative:
The device had been requested and has been returned to the manufacturer. Confirmation testing shows the meter to be operating within specification. No test strip lot information was provided. Based on the limited information provided, the root cause of the incident could not be determined. The meter readings before the event and the amount of insulin dosed was not provided. A 50 mg/dl difference between meter brands may have been acceptable depending upon the meter readings. Insulin may have contributed to the event as the patient's physician discontinued its use. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed to the discrepant values. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended. Update: including meter return and investigation results in manufacturer narrative. This new information doe not change the manufacturer's root cause analysis.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter DHR was referenced. This shows the meter left the factory operational. Test strip lot information was not reported. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the incident could not be determined. The meter readings before the event and the amount of insulin dosed was not provided. A 50 mg/dl difference may have been acceptable depending upon the meter readings. Insulin may have contributed to the event as the patient's physician also discontinued its use. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed to the discrepant values. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended.